Event description:
Note: this event pertains to one of two trapezoid baskets used in the same procedure. It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, a trapezoid basket was used in an attempt of manually crushing a 2-3 cm stone. However, with the stone inside the basket, the basket detached inside the patient. A second trapezoid basket was used to attempt to remove the basket and stone from the patient, but the basket also detached in the patient with the first basket and stone inside the second basket. An olympus lithotripter was then used to remove both baskets and the stone, which completed the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a0501 captures the reportable event of basket detached. Block h10: the returned trapezoid rx basket was analyzed, and a visual evaluation noted that the basket was opened and did not show issues. However, the pull wire was kinked and broken from the proximal section close to the heat shrink. The handle was missing the thumb ring, the coil assembly was broken and the sheath was broken and was not returned. Under magnification, evidence of tension was noted on the broken ends of the pull wire. No other issues were noted. The reported event was not confirmed. Based on all available information, the kinks of the pull wire may be related to user manipulation and/or technique applied during procedure that ended kinking the pull wire. The issues of pull wire, coil assembly and sheath broken are related to user manipulation while actuating the handle. Microscope inspection revealed that the broken end of the pull wire was caused by applied tension. While trying to open/close the basket, some resistance were felt due to the kinks of the pull wire. Therefore, the extra force applied might have led to the breaking of the coil assembly, pull wire and the sheath. Extra force applied to the thumb ring may have caused the detachment. The most probable root cause for the failures found during analysis is adverse event related to procedure. However, since the basket returned opened and it wasn't observed detached as reported, the root cause for the reported failure is no problem detected. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this event pertains to one of two trapezoid baskets used in the same procedure. It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, a trapezoid basket was used in an attempt of manually crushing a 2-3 cm stone. However, with the stone inside the basket, the basket detached inside the patient. A second trapezoid basket was used to attempt to remove the basket and stone from the patient, but the basket also detached in the patient with the first basket and stone inside the second basket. An olympus lithotripter was then used to remove both baskets and the stone, which completed the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.